Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead experienced a syncopal episode, causing them to fall and hit their head. There was a concern this lead was not sensing appropriately. Pacer spikes were also observed on some beats. Review of lead diagnostics revealed measurements were within an acceptable range. There appeared to be possible pacing into the t-wave and possible undersensing. Review of the logbook did not show any stored episodes. Additionally, there was no evidence of oversensing or loss of capture. It was also reported that the patient has an intrinsic rate in the 40 beats per minute (bpm) range. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service without complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.